Event description:
During a pelvic procedure on (B)(6) 2013, the small hexagonal screwdriver long broke. This occurred during the final tightening of a screw. The surgeon was able to retrieve the piece. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted. The report received indicates that the hex tip on the returned device has sheared off at angle and was not returned for evaluation. The fracture starts at the base of the hex feature and tapers approximately 45 degrees to approximately half of the length of the original hex tip. The returned small hexagonal screwdriver long (part#314.57, lot#1450801) was manufactured in march 2006 and is over 7 years old. Wear marks exist on the shaft. The shaft component was manufactured from 440a ss which is a typical material used to make hexagonal screwdriver shafts. The design is adequate for its intended use and did not contribute to this complaint condition. Based on the age and condition of the returned screwdriver, this device has outlived its useful life. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.